Manufacturer narrative:
B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further information is obtained. H3: product analysis: evaluation determined that the bearing was damaged. The likely cause of failure was corrosion inside the equipment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was not working properly. It was reported there was no patient involvement.